Event description:
It was reported that the programmer displayed a black screen with an error. The programmer was returned for service. It was further reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the stylus was found to be bent and not working. It was also identified that there was a micro processor unit board issue resulting in error codes. The cord bay and rubber hinge were broken. Both upper hinges were worn. The company logo button was missing. The left keyboard hinge was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.